Manufacturer narrative:
Investigation summary: the analysis of the batch history was proceeded and no quality notifications was found only maintenance records. The picture and sample was analyzed and it is possible to confirm the needle through shield. Because one punctual failure with the shield device assembler it is considered the reason of this defect. According to the internal standards of the bd procedures, we emphasize that during the production, the needle test is performed in (B)(4) pieces every two hours, in case of this kind of failure is found the whole lot is rejected. In addition there is a project which provides actions to avoid this mode of failure and it is monitored to evaluate the trend of the problem. Investigation conclusion: confirmed: bd can confirm/reproduce the incident needle through shield. Samples/ photos analysis: the picture and sample analyzed showed needle through shield. The batch complained was assembled during august 26th to august 31st 2017 period. According maintenance records, the assembly machine (B)(4) was checked for some adjusting to improve the performance and packing machine as well. Moreover we inform that the controls for detecting this kind of failure is done during whole shift. Qn/ maintenance review: there are no quality notification (qn) and only maintenance records. The analysis of the batch history was proceeded and no quality notifications was found only maintenance records. The picture and sample was analyzed and it is possible to confirm the needle through shield. Because one punctual failure with the shield device assembler it is considered the reason of this defect. According to the internal standards of the bd procedures, we emphasize that during the production, the needle test is performed in (B)(4) pieces every two hours, in case of this kind of failure is found the whole lot is rejected. In addition there is a project called six sigma, which was implemented in january 2017 and ended in march of 2018, which provides actions to avoid this mode of failure and it is monitored to evaluate the trend of the problem. Root cause description: the root cause of this failure was because occurred one misaligning of cannula assembler device. This device aligns the cannula and hub during assembly process.

Event description:
It was reported that before use a bd precisionglide¿ hypodermic needle was found with a sterile breech as "the needle perforated the shield, and the needle tip got exposed in the external part." There was no report of exposure, injury or medical intervention needed.